Event description:
The customer stated that when the device is turned on, the screen is scrambled. No patient involvement.

Manufacturer narrative:
The device has not returned but is anticipated. A supplemental will be submitted upon its return and completion of the investigation.